Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited normal pacing impedance measurements; however, the p-waves had decreased to less than 0.5mv. X-rays were provided showing the ra lead may have moved since implant in 2019. The x-rays and device data was submitted to technical services for review. Technical services reviewed the x-rays and data. There was not significant movement in the position of the device or ra lead. No noise was observed in stored events, and the pacing impedance measurements were normal and stable. The p-wave amplitudes had decreased around december 2021 to january 2022 and some undersensing was observed. The device data did not indicate evidence of a lead problem and was more likely related to the patient's heart tissue condition. However, technical services recommended lead integrity testing and troubleshooting to be performed at the patient's next in-office visit. The physician could also consider adjusting the sensitivity on the ra lead to resolve the undersensing. Technical services also noted that in (B)(6) 2020 rythmiq episodes showed possible ra pacing failure events; the device was currently programmed to vvi mode, with the atrial lead used for sensing only. No adverse patient effects were reported. The lead remains implanted and in service.